Event description:
Healthcare professional reported a right side rupture confirmed via mammogram. Device has been explanted.

Manufacturer narrative:
Cont h6-f2203 - imaging required. Information contained in this report was previously submitted through psr on 22jul2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.